Event description:
During the atrial fibrillation procedure, a cardiac perforation occurred. After the procedure, the patient became hypotensive, and an ultrasound was performed which confirmed the perforation. A pericardiocentesis was done and the patient stabilized. The physician thought that the pericardial effusion was due to high contact with the tacticath se when in the right superior pulmonary vein.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.